Event description:
Customer reported that the device would not power on with battery source. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the power supply assembly as a pre-caution measure and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use.